Event description:
It was reported that the patient has twiddlers syndrome. An insulation break was observed on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 12.7-12.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.